Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one patient. A sample when tested for accutni gave a result of 0.503ng/ml. Upon testing on a different instrument, it gave a result of 0.158ng/ml. The erroneous result was reported outside of the laboratory. It is unknown if there was an affect to patient or user with regards to this event.

Manufacturer narrative:
Sample was collected in plastic bd serum tube with a gel separator. Per customer, qc was passing prior to the events. Actual qc data has not been supplied to date. A field service engineer (fse) was dispatched in 2008: fse found multiple event log entries for samples and clot obstructions were detected. Fse replaced sample probe and wash tower inserts due to damage from sampling short draws. Fse verified ultrasonics and alignments for all reagent pipettors. Fse also ran a carryover test, system check, qc and all other verification testing which passed within hardware specifications. Per fse update the next day, customer runs many short samples on the automation line which results in the sample probe crashing into the bottom of the tube or into the gel separator. Fse stated that the customer has a history of sample handling issues and fse has tried to address this with the customer. Fse did find that the sample probe teflon was damaged at the tip; it was nicked and bent and also found dried blood on top of the sample wash tower. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.